Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a loss of connection between the transmitter and the smart device that occurred on (B)(6) 2016. Patient indicated that they had 8 bluetooth devices paired to the device. Had the patient remove 5 bluetooth devices and all close all background applications. Advised patient to use the receiver to see if data cuts out. No injury or medical intervention was reported. Product data was returned for evaluation. Data was reviewed on (B)(6) 2016. The reported event of loss of connection was confirmed. A root cause cannot be determined.